Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was in atrial fibrillation and the pacemaker which had been programmed in modeshift automatically switched into vvir mode. The patient have chronicle atrial fibrillation and it is therefore sufficent to stay in vvir mode. The device is still in use. No further patient complications have been reported as a result of this event.